Event description:
Customer reported issues with the insulin pump. Customer states that they changed the enlite sensor when taking the next one out the package. The blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Unable to confirm packaging anomaly complaint due to customer did not return original box only sensor separate from needle hub.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.